Event description:
It was reported that during a remote device data review, decreased amplitude measurements and low, but still in-range, pacing impedance measurements were observed from this right ventricular (rv) lead. Additionally, previous episodes of over-sensed noise were noted, but it was stated that these correlated with a previous ablation procedure. Technical services (ts) was contacted and provided suggestions to evaluate the rv lead integrity, such as provocative maneuvers and diagnostic imaging. The device was subsequently explanted and this rv lead was surgically capped and replaced to resolve the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).